Event description:
The device was used during a laparoscopic sigmoid procedure. Reportedly, the instrument did not fire. The surgeon used another instrument to complete the procedure. No pt injury reported.